Manufacturer narrative:
Analysis of the AED log files determined that battery pack 205793963 was already depleted at the time of installation, which resulted in the device displaying the message "replace battery pack now." The cause of the depleted battery was attributed to the customer's failure to maintain the battery pack in accordance with the manufacturer's recommended maintenance schedule. As a follow-up, proper device maintenance procedures were reviewed with the customer to prevent recurrence. After installation of a new battery pack and completion of a manual self-test, the AED functioned as designed and was returned to service.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.